Event description:
It was reported that the patient had a routine pump replacement on (B)(6) 2015. The patient was to be decreased by a home health nurse on (B)(6) 2015; however, when the nurse went to the patient¿s house, it was requested the pump be increased. The home nurse contacted the health care provider (hcp) and they agreed upon a 20% increase. On the saturday after the replacement, it was reported that the patient had a seizure and was being transported to the emergency room (ER) for a suspected overdose. The ER physician was instructed to turn the pump down by the managing hcp. It was not known what the pump was turned down to. The patient was then transferred to the managing hcp¿s hospital for management. At some point in this process the patient had respiratory depression as an overdose symptom which required intubation for airway management. The patient¿s status was alive with no injury. The patient was extubated and out of the intensive care unit (ICU). It was later reported that the patient was doing great, receiving effective therapy, and had recovered without permanent impairment. The pump was infusing lioresal (baclofen) with 2000mcg/ml at 400mcg/day. A follow-up report will be submitted if more information becomes available

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).